Manufacturer narrative:
A1 - updated patient identifier number. B4 - added today's date of the follow-up correction report.

Manufacturer narrative:
Corrections: a3 - added patient's sex. B4 - added today's date to the report date. B7 - added patient relevant history information. G3 - added the awareness date of when the new information was received. H6 - added code 4111 as the consumer responded via email. Please remove code 4580 from initial report. H10 - corrected source: web/email.

Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: unable to determine. Source: web.

Event description:
Reported false positive sars result for 1 consumer. It is unknown if the consumer was symptomatic or if the result was confirmed (no alternate testing mentioned). 5 additional consumer events were also communicated which are captured on separate reports.